Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the issue was resolved and customer continued using pump for insulin therapy.